Manufacturer narrative:
Covidien reference number (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that the liquid crystal display (lcd) be replaced.

Event description:
It was reported that the ventilator had lines across the top. The ventilator was not in use on a patient at the time of the event occurred.